Manufacturer narrative:
(B)(4). D6a. Implant date: (B)(4) 1995. D10. Unknown stem item# unknown lot# unknown, unknown liner item# unknown lot# unknown, unknown head item# unknown lot# unknown, unknown screw item# unknown lot# unknown (x2), unknown cement item# unknown lot# unknown. G2. Report source: switzerland. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that a patient had an initial left total hip arthroplasty performed on an unknown date in 1995. Subsequently, approximately 18 years post implantation, the patient was revised due to clinical and radiological confirmation of stem and acetabular loosening. During the revision, extensive metallosis and acetabular osteolysis was noted. Two broken screws were identified in the acetabulum and were removed with bone grafting placed in the defects. The cemented stem was removed via a transfemoral osteotomy. Cerclage wires were used to secure the osteotomy. A full revision of all components was performed without complications. Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h6, h10, h11. No products were returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. Medical records were provided and reviewed by a health care professional. The review identified clinical and radiological confirmation of stem and acetabular loosening. Cerclage wires placed around the stem prophylactically due to planned transfemoral approach. A great deal of metallosis is present. Unscrew a final, fixed screw from the sl shell. Contained acetabular defect noted, large osteolysis in the acetabular dome, well-curetted therefore reconstruction with tm wedges is not necessary. Removal of 2 broken screws from the acetabular roof. Bone grafting placed in acetabulum. Burch-schneider shell placed with 3 screws. Insertion of a portion of palacos cement and massage into the ring. Cementation of a 48/32mm low-profile polyethylene inlay in the desired anteversion and inclination. Curing under pressure. Previous stem and cement mantle removed. Revitan revision system implanted. Good stability and rom. Osteotomy secured with several fiberwire cerclages. Joint closed, no complications. No wound concerns upon discharge, follow up 2 weeks after. Based on the available informations, the reported event can be confirmed. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Diligence is completed and no further information on the reported event has been provided.